Manufacturer narrative:
A patient was transferred from a wheelchair to a bed with a maxi move device and an arjo sling (serial number (B)(6)) with the assistance of 2 caregivers. It was reported that when the patient was lifted, the sling left leg clip detached from the device spreader bar. As a consequence of the event the patient fell out from the device and sustained a head injury which required 3 staples. After the event, the lift and sling were inspected by an arjo representative. The functional test of the lift did not reveal any malfunction. The visual sling inspection showed that the sling clips were worn. The functional test showed that the clips could be attached to the lift without any problem. During the interview, the customer stated that the caregiver did not apply the clip to the lug correctly. Based on the facts that were provided by the customer, it appears to be very unlikely that the clip was partially attached to the spreader bar. On the latest generation of maxi move, the ¿mushroom shape¿ at the end of the lug not only make sure that the clip cannot slide off; it also makes sure that the clip is fully on (the clip cannot be partially inserted, it is either ¿on¿ or ¿off¿). Therefore, since the patient was at the beginning of the transfer and the event happened during lifting the patient, this suggests that the clip was not attached to the lift spreader bar. According to the procedures provided in the instruction for use of the maxi move (001.25060.en): caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ to sum up, the arjo floor lift and the sling fitted with clips were used as a system during the patient transfer. The clip of the sling detached from the lift spreader bar and from that perspective the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Event description:
The resident was transferred in maximove lift from a wheelchair to a bed, during the transfer the left leg clip detached from the lift and the resident fell to the floor . The patient sustained a head injury; treated with 3 staples.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.